Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. Service center recommended replacing interface board to resolve issue. Customer does not want any repairs done to device. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up to this final report will be filed.